Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported after an unrelated surgery in (B)(6) 2022 the ipg does not communicate with external devices. Surgical intervention may be pending.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue